Manufacturer narrative:
Fse followed up with the customer over the phone to address the reported event. Fse confirmed the problem with the customer by having them reading the control results. Fse was not able to reproduce the problem with the customer over the phone. The customer stated that after inspection of the analyzer they found a bead stuck in wash probe #1. The customer removed the bead and replaced the wash probe tips on both wash probes which resolved the issue. The customer was subsequently able to run qc without issue. No further action was required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 13jan2019 to aware date 13feb2020. There were no similar complaints identified during this search period. The aia-900 operator's manual, section 11- maintenance was reviewed. 11.1 daily maintenance. At the beginning of your work, carry out a daily check according to "6.4 daily check (without a sorter)" or "6.5 daily check (with a sorter)." At the end of your work, carry out a shutdown according to "section 9 system shutdown." Before shutting down the aia-900, it is necessary to flush out the substrate tube with 70 % ethanol solution. If you leave substrate inside the aia-900, a part of the substrate solution may evaporate, and it may precipitate in the flow path. Seal the substrate bottle with a clean silicone cap, or the like, and store it in a refrigerator. The most probable cause of the reported event was due to a partial clog in wash probe #1.

Event description:
The customer reported fluctuating control results for progesterone iii (prog iii), prolactin (prl), and estradiol (e2) on their aia-900 analyzer. The customer stated that they made fresh reagent and "still the quality control (qc) was not in". The customer also stated that even after replacing the diluent, substrate, cleaning the wash probe, priming all the lines and recalibrating progesterone (prog), the issue persisted. The analyzer was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delay in results for prl, prog3, and e2. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.